Event description:
It was reported that the pre warmed and pre humidified incubator failed during the resuscitation of a premature infant. The baby died. A technical problem with the humidifier system was reported accompanied by the customer's dissatisfaction regarding the way a corresponding alarm message is displayed.

Manufacturer narrative:
The affected humidifier including the sensor float switch as well as the logfile of the affected device were provided and examined during the investigation at the manufacturer¿s site. This examination additionally considered the results of the failure analysis of the affected humidifier done by the OEM supplier. Furthermore, a review of the product risk assessment and the standard requirements was performed. Based on the investigation results a malfunction of the float switch of the humidifier due to a broken signal cable was identified. As a result of this malfunction a wrong filling status of the internal water tank was shown; therefore, refilling of the water tank was not possible and consequently the target humidity level could not be maintained sufficiently. Even though the ¿water low¿ alarm was not generated as a result of the technical float switch failure, the ¿humidity low¿ alarm was delivered by the device as specified in reaction to the reduced humidity level and in order to alert the user of this situation. The evaluation of global quality data for cases of same or similar nature showed that there are no further reported cases that are related to the float switch with broken signal cable causing the same behavior.

Manufacturer narrative:
The investigation has just started; results will be provided in a final-report.

Event description:
It was reported that the pre warmed and pre humidified incubator failed during the resuscitation of a premature infant. The baby died. A technical problem with the humidifier system was reported accompanied by the customer's dissatisfaction regarding the way a corresponding alarm message is displayed.